Manufacturer narrative:
(B)(4). Insulin pump received with end cap broken off noted. Broken reservoir tube lip and broken battery tube thread. Unable to perform test due to end cap broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a broken reservoir compartment. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.